Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Doctor reported via phone call having issues with the insulin pump and experiencing high blood glucose. Customer explained that they would prime and then the insulin pump requests a rewind again. The customer had to change the set twice and blood glucose level was rising. Customer's blood glucose value when waking up was 11.8 mmol/l. Customer changed the set around 11am and blood glucose was 21 mmol/l. The customer treated bg of 22 mmol/l with the insulin pump and was not feeling well and had changed the set again around 220pm. Current blood glucose value was 22.5 mmol/l; customer was feeling very thirsty and tired. It was also reported that the drive support cap is flush with the surrounding casing and there is a crack on the lower right corner of the screen. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.